Manufacturer narrative:
On 8-may-2020, it was found that h.6 method code and h.3. Device evaluated by manufacturer? Were not filled in properly on the previous report. The device was discarded upon explantation, and it is not available for evaluation. The fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-apr-2020, mentor received additional information regarding the date of problem observed, the suspected medical device, grade of the left-sided capsular contracutre, and the replacement devices. The date of problem observed is (B)(6) 2019. Grade of the capsular contracture is iii. The suspected medical device is a 600cc mentor memorygel breast implant. The replacement devices are two 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, left serial #: (B)(4), right serial #: (B)(4). The relevant fields have been updated. On 16-apr-2020, mentor received additional information regarding the suspected medical device. The device was discarded upon explantation and is not available for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It was mistakenly stated in b5 on the initial report that the date of explantation was (B)(4) 2019, even though d7 was correct in the initial report. The date of explantation is (B)(4)2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ latino female patient underwent a revision breast augmentation with an unspecified 600cc mentor gel smooth implant and experienced postoperative left-sided rupture and capsular contracture (grade unknown). Mammogram, ultrasound, and MRI performed in (B)(6) 2019 all indicated the rupture and the capsular contracture. As a result, the patient underwent bilateral removal and replacement with two unspecified gel breast implants on (B)(6) 2019.